Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. After the wire was wiped down with wet gauze, 3 vision stents were successfully implanted over the same wire without difficulty. The patient was asymptomatic and reportedly there was no adverse patient sequela. Though requested no additional information was provided. Guide wire: medtronic cougar. Guide catheter: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The 2.5 x 12 mini-vision is being filed under a separate medwatch MFR report number.

Manufacturer narrative:
(B)(4). Although it was initially reported that the device was expected to be returned for evaluation, subsequent information indicates the device was discarded. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. In this case, it was reported the guide wire was previously used in the procedure, which may have contributed to the reported difficulties. It is possible the coagulation of blood and contrast on the guide wire may have contributed to the reported resistance during the attempt to advance the guide wire. The subsequent removal of the product likely resulted in the tip stretching causing further resistance and the tip ultimately detaching. Return of the mini vision sds and guide wire used in the procedure may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position/remove the guide wire or tip detachment for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that a non-abbott rotoblader was used in the heavily calcified proximal right coronary artery (rca). A second lesion, the heavily calcified proximal left anterior descending artery (lad) was pre-dilatated and a mini vision (2.5 x 12) was advanced through a non-abbott guide catheter (gc) over a non-abbott guide wire (gw). The mini vision stent delivery system (sds) met resistance and could only be advanced half way to the lesion. While pushing the sds, the gc cath lost position and prolapsed into the aorta, pulling the wire and sds with it into the aorta. The sds and wire were pulled into the gc and all devices were removed from the body. The sds was placed in a bowl and the wire was wiped down and readvanced past the lesion. The same sds was removed from the bowl, for intended reinsertion, however, it was noticed that the stent was missing from the balloon. The dislodged stent was not angiographically seen in the body, nor on the table or in the bowl. The guide catheter had been discarded and was, therefore, not examined. The location of the stent is unknown, although the physician suspected the stent was likely in the unexamined, discarded guide cath. A new guide catheter was inserted over the same wire. A mini vision (2.5 x 15) was inserted on the wire, however, before it reached the guide catheter it became stuck on the wire and could not be moved forward or backward. While holding the wire, the sds was pulled back and the tip of the sds separated on the wire. The sds and separated tip were then manually removed from the wire.